Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 179mg/dl. Troubleshooting was performed. The caller stated that the drive support cap is protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk.